Event description:
Client stated that it is difficult to attach the tubing to the reservoir and she was unable to manually push insulin through the tubing.

Manufacturer narrative:
Reliability analysis inspected 4 opened reservoirs, and found 1 of 4 snap cap/neck broken and not received. Reservoir will leak. Performed manual prime test and high per es9041 and dqtp 6117 section 13,2,3,2. Using a new lab infusion set, along with 712 pump, ran priming in pump at 55.0 units. All other remaining reservoirs passed per specifications. No problems were observed during analysis. All reservoirs found connected/locked in place properly.